Manufacturer narrative:
D3: corrected. No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that the device was alarming air in line prior to calling and says stopped. Air bubbles noted to be present in the tubing. Troubleshooting completed; air bubbles are out of the tubing, but the alarm remains. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1: initial reporter's facility name; (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.